Event description:
It was reported that arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device after a peripheral angioplasty procedure. Reportedly, a posterior cuff miss occurred. The device was removed and a second proglide was successfully used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis could not confirm the reported needle to cuff miss; however, a link to cuff detachment was observed. A link detachment may have the same appearance as a needle to cuff miss and will have the same result. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The reported mild calcification of the common femoral artery may have been a contributing factor in the event; however this could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.